Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 02/20/2020 and placed into service on 6/17/2020 with battery pack serial number (B)(6). The log file review showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy.

Event description:
A customer reported that their AED battery pack was depleted. They reported that this did not occur during patient use.